Event description:
It was reported that after a da vinci-assisted gastrectomy surgical procedure, the maryland bipolar forceps instrument had damage on the pulley cover. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: the customer reported that it was impossible to determine whether the pulley cover had physical damage or was melted, but it was missing. The customer confirmed that the instrument was inspected prior to use and there was no damage or anything out of the ordinary. It was unknown if arcing was observed during the procedure. It was unknown if the instrument collided with any other instrument or tool during the procedure. The event occurred during a gastrectomy procedure. It was unknown if anything fell into the patient during the surgical procedure, as the damage was discovered during inspection before cleaning. The procedure was completed using the same instrument. It was unknown if there was any patient injury as a result of the instrument issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs did not indicate that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.